Event description:
It was reported that a radio frequency (rf) overuse condition was detected with this subcutaneous implantable cardioverter defibrillator (s-ICD). Review of stored device memory noted the presence of many atrial fibrillation (af) monitor alert conditions and also noted the completion of many remote interrogations that may have taken longer than normal to complete due to potential placement of the remote home monitoring equipment. This resulted in a decrease in the battery capacity approximately 7 months ago, however, further review noted the battery capacity had been recovering. Boston scientific technical services (ts) recommended working with the patient to troubleshoot the placement of the remote home monitoring equipment and recommended programming the af monitor alert condition off. This product remains implanted and in service. No adverse patient effects were reported.